Event description:
The customer contacted baxter's technical service center to report an issue with hearing the alarms on a homechoice (hc) during use. The registered nurse (rn) stated that the home patient (hp) was unable to hear the alarms at the loudest settings. The rn requested a swap of the machine. The technical service representative (tsr) initiated a swap of the machine. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm and se 2367 alarm on the homechoice (hc) unit during dwell 3/5. The home patient (hp) stated he was connected. The hp stated he did not disconnect prior the alarm, all bags were properly spiked and connected, and there were no open clamps on any unused supply lines. The hp stated there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the hp to recycle the power twice to clear and explain alarms. The hp confirmed he would discard supplies and finish with manual supplies. The tsr advised the hp to call the nurse (rn) regarding the air detection alarm and being connected. No additional information is available at this time. On (B)(6) 2010 the hp reported no lot information was available for the cassette. The hp also reported he had no further detail regarding the incident. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 alarm. The alarm was not confirmed due to unavailable sample. Based on the information obtained during baxter?s investigation, a root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).